Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that before use the tip mandrel of a 6x40mm absolute pro self-expanding stent system (sess) was removed without resistance and the stent became exposed. The device was not used and there was no patient involvement. An unspecified stent was used to complete the procedure. There was no clinically significant delay in the procedure no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The premature deployment and/or flowered stent was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incident. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.